Event description:
New information received indicates that the newer left ventricular (lv) lead was explanted and replaced with an epicardial lead due to chronically high capture threshold. The patient was recovering following the procedure.